Manufacturer narrative:
Allergan aesthetics requested the system log but it has not been provided by the customer. A log analysis would show whether or not the device showed the appropriate message. The device was not returned for investigation. Although no adverse event was reported, the display of the wrong error code by the system rather than the correct thermal code, may lead to a serious third-degree burn if the malfunction were to recur. A supplemental report will be submitted if and when additional information is received.

Event description:
Allergan aesthetics received a report of ¿z920-407 medapp has exited¿ message on the coolsculpting elite device 15 minutes into treatment using the curve 150 applicator. Patient was retreated after the device was power reset .

Event description:
Allergan aesthetics received a report of ¿z920-407 medapp has exited¿ message on the coolsculpting elite device 15 minutes into treatment using the curve 150 applicator. Patient was retreated after the device was power reset.